Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the right eye on the high resolution stereo viewer (hrsv) was not functioning. The fse isolated the error to hrsv component by switching video and power between left and right monitor. The fse noted the hrsv right eye displayed a flickering image and only half of the screen. The right hrsv and blue fiber port were replaced to address the issue. Following service, the system was tested and verified as ready for use. The hrsv is a component of the surgeon side console (ssc) that provides the surgeon 3d visual access to the surgical area. The hrsv has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported during a da vinci-assisted prostatectomy procedure the right eye was not functioning in one of the surgeon consoles. The site reported the right eye has some faded color, but was not completely black. Technical support noted the customer rebooted the system and reseated blue fiber cables, but the issue persisted. Intuitive surgical, inc. (Isi) followed-up with the hospital employee and confirmed that the right eye on surgeon side console (ssc)2 was mostly black and the surgeon used their other ssc to complete the procedure robotically. The site completed the procedure robotically and there was no reported patient injury nor harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: b4, g4, g7, h2, h6 and h10. 11 - intuitive surgical, inc. (Isi) received the fiber optic cable associated with this complaint and completed its investigation. Failure analysis (fa) completed visual inspection and found that the cable has a damaged port. The cable will be scrapped as it cannot be repaired.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, h8 and h10. 4307 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported complaint that the right eye was not functioning. Visual inspection of the unit confirmed the cable of the hrsv has a damaged port.